Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the speaker count was 25 and it had a primary audible alarm after being glued (no current paa alarm). The unit was glued on 17-apr-2024. There was unknown patient involvement.

Manufacturer narrative:
D9: device returned date "10-sep-2024". H3: h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed and was unable to duplicate error. Completed functional testing to verify pump is operational. Probable cause of primary complaint was temporary error.